Event description:
It was reported that the implant at tooth site #30 was removed due to infection. Patient came in to expose implant. The implant had infection and was removed. Symptoms as a result of the event: abscess

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Customer reported that they were going to expose the implant- upon exposure there was infection and implant was mobile and needed to be removed. The implant never integrated.

Manufacturer narrative:
This report is being submitted to report corrected information.customer reported that they were going to expose the implant- upon exposure there was infection and implant was mobile and needed to be removed. The implant failed to integrate. Therefore, this event does not qualify as a reportable event. There will be no further medwatch report submitted for this event.